Event description:
During a carotid stenting procedure, the precise stent was reported to have jumped forward during deployment, and was therefore not placed in the intended position. It was implanted distal to the target lesion, so the physician deployed another unk stent to completely cover the lesion. There was no report of any adverse effect to the patient, and the procedure was completed successfully. As per the reporting affiliate, target lesion characteristics and patient demographics are not available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.